Event description:
While performing peg insertion procedure, the retrieval snare broke while pulling the peg guidewire out of pt with the egd scope. New snare used without issue. All pieces of the broken snare removed from pt without issue. No harm to pt.